Event description:
It was reported patient underwent a trauma procedure utilizing a phoenix tibia nail on (B)(6) 2012. While the surgeon was using the hex driver, the tip fractured off in the end cap. The tip was retained by the patient.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. The part shows signs of excessive rotational load resulting in fracture. The surgical technique states, for final tightening end caps, the 3.5mm solid inserter-long or the 3.5mm solid inserter-short should be used.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.